Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator replacement. During the procedure, an insulation abrasion was noted on the proximal portion of the atrial lead. The lead was repaired with a medical adhesive on (B)(6) 2017. The patient was stable post procedure. It was noted that the patient had a run of paroxysmal atrial tachycardia on (B)(6) 2019 and programming changes were made to address the issue. The patient was stable.